Manufacturer narrative:
Product ID: 8575, serial# (B)(4), product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
No information received with returned device.